Event description:
A malfunction occurred with the pump, which exhibited malfunction code 12. There was no adverse impact to the customer's blood glucose level as the levels did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed to use an alternative method for insulin delivery, and a replacement pump with updated software was sent by technical support. The customer agreed to return the faulty pump within ten days following the provided instructions.